Manufacturer narrative:
During testing we were unable to perform the displacement test due to missing retainer. Unit passed the rewind test, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurements were within specifications. Power management parameters graph confirmed power error alarm 25 and low battery alarm was triggered when backup battery loaded voltage was less than 3.5 v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector pump was monitored and functioned properly. Unit received with cracked keypad overlay at select button, scratched case and keypad overlay texture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received excessive pump error 25 alarm and battery longevity was very short. Customer's blood glucose was unknown. Insulin pump would be replaced.